Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during routine tract suction, the customer noted that the 4895t catheter suct 2glove w/basin 10fr 100/cs is larger than the usual size and neither had a size indicator. The patient was not harmed, however, the suction catheter would not have fit through her trach, and the patient used the back up catheter.

Manufacturer narrative:
H10: the device history record of the p/n (B)(4) with lot number 0004168833 and UDI code (B)(4) was reviewed in order to detect any issue related to the defect reported by the customer during its manufacturing. The complete lot was manufactured on 05nov2020 per our internal procedures and no issues were found. According to the investigation, we determined that personnel are related to the reported defect, as they did not follow the procedures ""clearance line"" to remove all materials used in the previous manufacture, it caused a mix of materials. As a corrective and preventive action, personnel involved were retrained in (B)(4). Failure mode reported on this complaint will be added to (B)(4) under (B)(4).